Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 she did not hear any audio from the device. Dexcom has issued an rga for patient to return her device to be investigated.